Event description:
On (B)(6) 2012, the patient's dad/reporter claimed the patient's blood glucose reading ran in the 600 mg/dl yesterday and early this morning possibly due to a bent cannula issue. Reportedly, the patient's dad disconnected the patient from insulin pump therapy while patient was at the beach. At 5:59 pm, the patient was reconnected to the subject insulin pump and received some bolus insulin dose. The reporter indicated the patient's blood glucose was high throughout the night. On the night of (B)(6) 2012, the reporter changed the patient's infusion site only to discover the cannula was bent. The patient's blood glucose was correct to 400 mg/dl after implementation of a new site. After further treatment with insulin via syringe, the patient's blood glucose resolved to 126 mg/dl at the time of the call to animas. During troubleshooting, the animas representative concluded the patient's hypoglycemia was attributed to a combination of possible bent cannula and the patient was off of insulin pump therapy on the day prior to the alleged hyperglycemic episode. There was no evidence of a pump malfunction associated with the alleged incident. This complaint is being reported because the patient had elevated blood glucose above 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/24/2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to completely investigate for the high blood glucose complaint due to keypad damage, and was unable to program and run pump for flow accuracy test. See also MDR 2531779-2012-05877 (unresponsive keypad).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).